Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported unknown screw was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth #19 (universal), and for approximately 11 years prior to the reported fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that he unknown screw fractured in the implant and a portion remains in the implant. It was decided that the patient would return for removal of the broken screw. Based on the information received and no return of the product for further evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that a screw is fractured and a portion remains in the implant. Patient has to return to attempt removal.